Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it did not deploy correctly and it was noticed that the stent was bent and broken. Another advanix rx biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it did not deploy correctly and it was noticed that the stent was bent and broken. Another advanix rx biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device code 1069 captures the reportable event of stent break. Block h10: the returned advanix-naviflex rx preload biliary stent was analyzed, and a visual evaluation noted that the stent was not broken. Visual assessment identified that the pull wire completely retracted and it was kinked near to the handle, the push catheter was kinked/bent at distal section, guide catheter was kinked/bent at proximal section and it was detached from the delivery system. The suture hole in the push catheter and stent were torn. The suture was detahced and was not returned. No other issues with the device were noted. The reported event was not confirmed. Based on the product analysis, the issue occurred during procedure. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering could have contributed with the damages observed. Kinks/bends on the delivery system can cause friction between the components at kinked/bent areas, this would result in difficulties to deploy the stent, continued attempts to retract the pull wire/guide catheter or force applied to the device to release the stent can result in guide catheter detachment, also suture holes torn indicate that the suture was placed and it was submitted to tension forces that could have resulted in suture detachment. Therefore, no problem detected is selected for the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.